Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05780, related manufacturer reference number: 2017865-2020-05782. It was reported that the patient presented at the emergency room (ER) with symptoms of infection. The infection was confirmed and the system was removed. The patient was stable throughout.